Event description:
I am partially paralyzed and have any complications due to spinal cord injury, but one thing that happened as I lost control my bladder. It's been six years and it's been incredibly difficult to get a tube to empty my bladder. One of the main reasons is because insurance company and some reason god knows why you required for me to constantly get prescriptions the rest of my life. Can somebody please explain to me what the point is for having a prescription for just a tube? I don't know who you think you're protecting out there, and I don't really care if anybody abuses this tube all I wanna do is empty my bladder. I'm trying to work around it. Try to do all kinds of things, including having to be illegal purchases online when I couldn't find any place anymore to fulfill my prescription with my insurance company. So I had to go to the legal market online so I could just empty my bladder. Incredible abuse and really disgusting and the only reason is corporate and insurance company profit. Can't you abuse, somebody else? This is a lifelong condition. I doubt anybody's gonna have a real fix. I try to go without them for a while and also because of other things that I lost the constant bearing down and pushing create another condition which nobody warned me about was hemorrhoids and incredible bleeding. So I can't do that anymore. Some of the advice I had to spend hundreds of dollars for of co-pay just one time from a urologist said, just reuse the catheters. And now I have an untreatable uti that I've done everything for and tried everything that looks like I'll have for life now. Again, why do we need prescriptions that have to be refilled every year and go through the whole complicated process of co-pays and insurances just so I can empty my bladder with a tube I could pretty much probably buy at home depot. But I can get needles and syringes delivered right to my house from amazon. It? S really disgusting. So thankfully, I have disability insurance and finally have found a statewide provider that could fill them but still it's absolutely ridiculous. The co-pay that only can get so many a certain day and have to run out literally the last one before the next refill shows up in the mail. You're hard to take vacations and stuff and I don't have enough supplies. Or they' re gonna be delivered to my house. I already have plenty of other medication?s that are stupid to the over control controlled and incredibly abuse of the staff to see a pain clinic every three months and run down perfectly to the pharmacy and make sure it's refilled every single day when it runs out. Not even talking about that and you know if we did, I don't care if people are abusing it you don't have to abuse me to try to protect them. That's a massively failed policy, but this is completely absurd. I don't wish this condition on anybody, but if anybody who wrote these things had this condition, they would get rid of it for sure. Thank you please do your real job and bother with something that might be important and leave things like this alone. If you don't know what you're doing, then just get out of the way. Because if I go to a third world country, it's very easy for me to walk into a pharmacy and get most of the medical supplies I need including this right when I need them as much as I asked for and pay incredibly low out-of-pocket expenses because most of these things are made in china and the manufacturing cost wholesale is like five cents apiece to $.10 depending on or they pre-lubricated or not (B)(6); additional product details: any size, model, manufacturer.